Event description:
The customer states when performing troubleshooting, a piece of tubing from the cd 4000 analyzer was disconnected during a flushing procedure and the person was sprayed in the face with fluid. The person was wearing glasses and fluid did not appear to get into eyes, nose, or mouth just isolated to skin. The customer washed face with water and rinsed the eyes as precaution. The customer states they will not be seeking medical attention at this time. The customer was advised to wear full-face shield protection during flushing procedures. No further impact to patient management was reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.